Event description:
The customer reported the system image would go blurry intermittently and column up/down would not work intermittently. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the power supply and the 15amp power plug with new ones, after replacing the power supply the column was able to move up/down as intended. The image blurry problem could not be duplicate, checked the camera power supply. Functional check carried out system works as intended.